Manufacturer narrative:
Evaluation completed. One opened cx6925 pack from lot u8559 was returned. The tip protector was not returned. The needle was bent approximately 20 degree. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. A functional test was performed using a stellaris pc system. The inner needle will not actuate (move). The vitrectomy cutter does not cut but it does aspirate. It should be noted that a bent needle condition could contribute to poor cutting performance. The cause of the bent needle cannot be determined. The sterilization and lot history records have been reviewed and found to be acceptable.

Event description:
The user facility reported during the procedure the cutter would not cut properly. They used a back up cutter to complete the surgery. There was no injury to the patient.